Event description:
It was reported by the customer that a pyxis anesthesia es system user was prevented from accessing the device due to receiving an "unable to authenticate" error message in the middle of a case. The following medications were required for the scheduled procedure, acetaminophen, dexmedetomidine and phenylephrine. The customer added that the user was able to dispense from the same device after the issue occurred. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user was prevented from accessing the device due to the use of incorrect user credentials. Informed customer that there was a network issue from active directory. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g1, h6 and h11. Device serial number is unknown, therefore a chr review cannot be completed. Device serial number is unknown, therefore a DHR review cannot be completed. Upon investigation of the actual device used in this incident, it was determined that the user was prevented from accessing the device was due to the use of incorrect user credentials and informed the customer that there was a network issue from active directory. The technical support specialist recommended unchecking the option for exemption from bio ID, saving the changes, testing the station and rechecked it if the issue recurs. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es user was prevented from accessing the device due to receiving an "unable to authenticate" error message in the middle of a case. The following medications were required for the scheduled procedure, acetaminophen, dexmedetomidine and phenylephrine. The customer added that the user was able to dispense from the same device after the issue occurred. There were no adverse events or injuries reported based on this event.